Event description:
On 10/09/97, the pt underwent an ercp. A 4 wire basket and mechanical lithotriptor was being utilized to contain and crush a stone. While in the process of crushing the stone the wire broke. The pt was subsequently taken to surgery for open cholecystectomy and removal of retained wire.